Event description:
According to the reporter, a bravo capsule failed to detach. The patient has 2mm tear in esophagus and no intervention was required. There was nothing unusual about the patient or the procedure that may have lead to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. This site has been performing the bravo procedure for 8 years. The vacuum pressures were set to 600mmhg before the procedure and during placement. A small amount of lubricant was used to facilitate capsule replacement. The delivery system and the capsule will be returned to given.

Manufacturer narrative:
Device evaluation the delivery system was returned for evaluation. The capsule was not returned. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.